Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10900. It was reported an allergic reaction occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 27mm watchman ® laa closure device & delivery system were used. The closure device was deployed and they noticed a drop in blood pressure after the contrast injection. The patient was also noted to be flushed. They had an allergic reaction to the contrast dye. The patient was given decadron, IV pepcid, and benadryl. Epinephrine was also administered. The procedure was successfully completed with the closure device being implanted and the patient's status was stable.